Event description:
Reporting status: serious injury - permanent damage/surgical intervention. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2007, the pt underwent stenting of the pre-dilated mid right coronary artery (rca) with two xience v stents. On (B) (6) 2008, the pt experienced unstable angina and was hospitalized. Diagnostic coronary angiography revealed >=50% and <70% in-stent restenosis of the proximal stent placed within the mid rca on (B) (6) 2007. This was treated on (B) (6) 2008 via balloon angioplasty. On (B) (6) 2008, the pt underwent coronary bypass grafting of the right internal mammary artery (rima) to the rca [stenosis]. The angina resolved on (B) (6) 2008. There is no additional info available.

Manufacturer narrative:
(B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. The reported pt effects of angina, restenosis and surgical procedure are known adverse events as listed in the product instruction for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, the reported hospitalization appears to be a result of the reported pt effects. The 3.0 x 18 mm xience v (part 1009529-18, lot unk), indicated has been filed under the same MFR#.